Event description:
The dentist reported that this implant placed in tooth site #22 did not integrate when the patient presented with perimplantitis with pain and swelling gums.

Manufacturer narrative:
This device has not been received.

Manufacturer narrative:
Visual inspection of the ifnt410 full osseotite® tapered certain® implant 4 x 10mm returned product by the complaint investigator shows no anomalies or defects were observed.there were general signs of usage on the implant. No other damage was noted on the implant. Implant sterilization is verified prior to product release. No manufacturing deviations were identified which would cause or contribute to this to complaint. DHR review confirms there have been no non-conformances that would cause or contribute to this condition. The complaint could not be verified. A technical root cause cannot be determined.(B)(4)